Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that she/he was hospitalized due to high blood glucose. Customer's blood glucose at time of incident was 700 mg/dl. Customer stated that she is taking insulin through injection. The customer was admitted to the hospital. Customer's blood glucose at time of emergency room visit was 750 mg/dl. The customer cause of emergency room visit was diabetic ketoacidosis. The customer was treated with insulin drip and saline drip. The customer will have her pump replace base on her doctor request. Customer declined high pressures test troubleshooting.

Manufacturer narrative:
The insulin pump passed functional testing including displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. However, the insulin pump had a scratched reservoir tube window.